Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retention dome was confirmed; however, the precise cause was undetermined. The product returned for evaluation was one 20fr pull peg gastrostomy device. The depth markings were worn. Usage residues were abundant throughout the sample. The retention dome was received completely detached from the device. Tactile inspection of the sample revealed slight tensile weakness in the detached dome. Microscopic inspection of the sample did not reveal any mechanical damage on the dome. Inspection of the break in the dome revealed sharply defined finely granular break edges. It appeared that tensile stress contributed to the observed detachment; however, an additional unidentified factor(s) may have contributed as well. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The product IFU provides the following warnings regarding traction removal of the device ¿warning: do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract.¿ and ¿warning: gastrostomy tubes which have been in place for long periods of time, i.e., greater than one year, may have an increased potential for dome separation during traction removal. Visually confirm tube patency prior to traction removal.¿ a lot history review (lhr) of huyk1427 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported per (B)(4) that on (B)(6) 2015 the ponsky g-tube was placed in the patient. On (B)(6) 2015 during the replacement procedure resistance was felt, the first attempt failed and the second attempt was thought to be completed for the retrieval of the g-tube. After a new ponsky g-tube was placed, the examination with contrast medium revealed the presence of the detached dome previously placed. It was said this led the user to be aware of the separation of the dome during the removal procedure. The remained dome was removed by using an endoscopic method.